Event description:
A customer called beckman coulter regarding discrepant urine test results from a patient. The customer indicated that in 2003, a patient came into the health services office "with symptoms of pregnancy". The patient's last menstrual period (lmp) was 2 months earlier. The patient was tested at the health services office with the icon 25 hcg test kit and the result was negative (-). Urine sample used was not a first morning void. The customer indicated that several hours later, the same icon 25 hcg test kit that generated a negative result, now turned positive. The customer retested the pt's urine sample with a new icon 25 hcg test kit and the result remained positive. The patient was asked to return on the same day to the health service office for retesting. A serum sample was collected from the patient and tested with the icon 25 hcg. The serum sample result was positive. The lab did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.